Manufacturer narrative:
Not applicable.

Event description:
The reported problem (dislocated shoulder) was confirmed. A us distributor reported that a patient received a dislocated shoulder while taking the lv off. The patient went to the hospital. Outcome of the injury is unknown.